Manufacturer narrative:
(B)(6) 2020 device was explanted. Patient was reportedly in accident. Lead began exhibiting lower sensing and eventually had oversensing and inappropriate shock. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The analysis showed that 34 cm distal to the df-4 connector pin the lead body was found squeezed and deformed, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as a bent fixation helix and a damaged steroid collar, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient received inappropriate therapy due to apparent noise on rv lead. Full lead evaluation recommended. System remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2020 device was explanted. Patient was reportedly in accident. Lead began exhibiting lower sensing and eventually had oversensing and inappropriate shock.

Manufacturer narrative:
(B)(6) 2020 device was explanted. Patient was reportedly in accident. Lead began exhibiting lower sensing and eventually had oversensing and inappropriate shock. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.